Event description:
Healthcare worker expirenced chemical burn on fingers after touching a sterilized load. The affected area became white in color and the worker felt pain. Worker seen by a physician who prescribed an anti-burn ointment. Burn resolved in two days. The vaporizer plate was reported as in place.